Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the first fiber overheated. A second fiber was opened, and it also overheated. The procedure could not be completed. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.